Manufacturer narrative:
At this time, the device has not been returned. If the device should be returned, analysis would not be required as this clinical observation cannot be replicated in analysis. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that the patient's device eroded through the skin. The patient was admitted to the hospital for physician consult and the device was explanted. No additional adverse patient effects were reported.